Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. Peritonitis was manifested by vomiting and abdominal pain. On the same day as the onset of the peritonitis manifestations, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with an unknown antibiotic (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. The cause of the peritonitis was unknown. The action taken with dianeal therapy was not reported. The patient was discharged from the hospital on an unspecified date in the same month as hospital admission. The patient was recovering from the event at the time of this report. No additional information is available.